Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's father reported that the patient's infusion set's tubing pulled out, especially when its bumped into, while playing hockey as the patient is quite active. At the time of this issue, patient's blood glucose level had raised, and they immediately changed the infusion set. The infusion would not last for 2 to 3 days, when it gets pulled out or bumped to. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.